Manufacturer narrative:
Other relevant device(s) are: product ID: e tlw1620c156ej, serial/lot #: (B)(4), ubd: 04-mar-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of an unknown size abdominal aortic aneurysm. It was reported that approx 2 years, 6 months post implant, the patient presented to the hospital with abdominal pain. A CT was performed, where an endoleak type 3a was confirmed. It was stated that at the junction of etlw1620c156ej, which is on the opposite side of esbf2814c103ej, the limb disengaged completely. The event was treated with etlw1616c93ej implanted at the middle of the junction, and etlw1616c82ej was implanted inside the vessel for treatment. As per the physician the cause of the event can not be determined. No additional clinical sequalae were reported and the patient is fine.